Event description:
The hcp reported that the patient developed lower extremity edema after the pump was placed for malignant pain. The patient came to the clinic for evaluation of the edema and its relation to pump medication or underlying disease processes. The hcp noted that the patient had pocket erosion, pain, and incisional wound dehiscence. Cultures of the pump pocket revealed diplococci and the pump was explanted the next day. The patient did not have meningitis. The patient was treated with oral antibiotics and the infection was reported to have resolved. There was no drug withdrawal. The patient subsequently expired due to cancer.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed. See scanned pages.